Event description:
It was reported by a customer on (B)(6) 2011, the fiber aim beam could not be seen; the fiber just stopped working at 98,103 joules. Additionally, the customer reported an aim test was performed. There were no error codes displayed on the console when this event occurred. The pt did not experience any difficulties during the procedure.